Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle device after an ablation interventional procedure using a 9f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed. It was noted that when the plunger was pushed, the connection sound of cuff was "duller than usual". Manual compression and z-suturing were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported cuff miss, noise and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. The reported "the connection sound of cuff was duller than usual" was likely the result of reported cuff miss (needle deflection). Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.